Event description:
It was reported that the customer's sensor is not working. Her blood glucose was unknown at the time of reporting. She stated that the sensor suggests her blood glucose is high when it is not or low when it is not, leading to incorrect insulin administration. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.